Event description:
Upon advancement of a 7 x 40 atb balloon through a 6 fr sheath, 55 centimeters in length, up and over the bifurcation, the physician had to hold negative pressure to get the balloon into the sheath. Advanced the atb balloon into position, inflated 3 times at 7 atm. The balloon did not deflate properly and the balloon would not enter into the sheath. Numerous attempts were made to resheath the balloon, until the catheter began to stretch and the physician was afraid that the balloon would detach from the shaft. At that point the physician made the decision to pull everything out in order to get the balloon out.